Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no issues noted. A simulated treatment was completed on the cycler without any failures or problems. The weighed and programmed displayed fill values were within tolerance. Mechanical evaluations were performed on the device with no issues noted. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the reported event of peritonitis. Based on the provided information, there is no documentation that shows a causal relationship between this peritonitis event and any fresenius product. The cause of the patient's symptom of fullness and draining issues could not be verified as treatment records were not available. However, there is a probable association between the reported peritonitis and the breach in aseptic technique that occurred during peritoneal dialysis therapy. Should additional new information be made available this clinical investigation will be reevaluated. The device has not been returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon receipt of additional related information or upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis coincident with peritoneal dialysis therapy. Upon follow up with a peritoneal dialysis registered nurse (pdrn), the cause of the peritonitis was reported to be an unspecified breach in aseptic technique. At the time of the peritonitis event, the patient experienced the symptoms of feeling full and draining issues. The patient was hospitalized for the event and treated with intraperitoneal vancomycin (dose, duration, and frequency unknown). After three days, the patient was discharged from the hospital. The cycler was replaced. The patient has since recovered from the event and has continued with peritoneal dialysis therapy. Additional information was requested but was unavailable.